Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 2.0mm locking screw that could not be removed from the patient. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to repair a mandible fracture, the unknown 2.0mm locking screw went through the 6-hole locking plate and into the patient's skull. There were other screws already implanted, and the unlocked screw could not be backed out and remains embedded. It was also noted that the same-size plate was used on the back table with the same size screw, resulting in the same issue. There was a delay of 15-20 minutes. The surgery was completed successfully and the patient's postoperative condition was reportedly stable. Concomitant medical products: angle dcp plate (part #04.503.714, lot # unknown, quantity 1); angle dcp plate (part # unknown, lot #unknown, quantity 1). This report is for one unknown 2.0mm locking screw that could not be removed from the patient. This report is 1 of 1 for (B)(4).